Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient knowingly using quality insulin). (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 31 mmol/l with nausea, polyuria, polydipsia, headache, symptoms of dehydration, extreme drowsiness, headache, and dry throat. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and it was determined that here was miscounting of carbohydrates, bolus with delayed eating, change in physical activity level without adjustments to insulin regimen, there was an issue with quality of insulin, change in stress level and cs referred the patient to their hcp for diabetes management. This report is being made due to the bg excursion the patient experienced due to use error.